Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was left on status screen matched properly with units left on test reservoir. The alarm history screen functioned properly. Low reservoir alert functioned properly during testing. No anomalies noted. The insulin pump was received with cracked case on lcd display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a discrepancy between the amount of insulin left in the reservoir and the amount displayed on the display. The customer also reported that there was a button error alarm in the alarm history and there were cracks near the display. Blood glucose level at the time of the incident was 122 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.